Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user-applied excessive mechanical forces.

Event description:
On 12/03/2021, it was reported by arthrex employee via sems that a ar-8692ds implant system was unable to retrieve sutures with multiple attempts tried there was no success. This occurred during an unknown procedure, and both the representative and the surgeon attempted both during and after the operation. There was no patient effect reported.